Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an anterior chamber tear of the right eye after treatment with femtosecond laser. The surgeon indicated pupil was small and the capsulotomy treatment was decentered from the planned placement and would have treated the iris if treatment had not been stopped. Additional information indicated no vitrectomy was performed and the intended intraocular lens was placed without complication.